Manufacturer narrative:
This report is submitted on june 1, 2022.

Event description:
Per the clinic, the patient experienced poor performance with the device since activation. Subsequently, the device was explanted on (B)(6) 2022, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on july 09, 2022.